Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 00585003017, zimmer segmental system articular surface, lot # 63314727. Reported event was considered confirmed as the radiographs showed a dislocation and swelling. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 01422. Requested but not returned by hospital.

Event description:
It was reported that a patient underwent knee arthroplasty. Subsequently, the patient had a revision approximately one month post implantation due to a dislocated segmental poly. It was further noted that the patient's tendon tore causing the dislocation. No additional patient consequences were reported. Attempts have been made and no further information has been provided.